Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately six (6) months post op, during a routine follow-up visit, a type ia endoleak was identified. Reportedly, the max juxtarenal angle was 41.6 degrees with presence of calcification. The device landed and deployed as expected at the index procedure. At the completion of the index procedure there was no endoleak present. The physician will continue to monitor the patient as the aneurysm sac is reported to be reducing in size.

Event description:
Additional information received per clinical assessment confirming that the initial implant procedure was off-label due to the patients pre-implant infrarenal neck being greater than 60° (outside IFU requirements). Clinical also identified that type ii endoleaks (from the lumbar and mesenteric arteries) were present at the time of the reported event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type ia endoleak. This event is most likely user-related due to the off-label nature of the pre-implant neck; reported infrarenal neck at 70° and measured at 88°, but should be less than or equal to 60°. The calcifications (thickened areas) in the aortic neck could have also contributed to this event. In addition, the clinical assessment determined that there was evidence to reasonably suggest endoleak type ii's from the lumbar and inferior mesenteric artery (ima) sites occurred that were not included in the event as reported; the type ii endoleaks were discovered during a review of the 4-month CT scan. Procedure-related harms for this event could not be determined. The final patient status was reported to be under surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.